Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
Proactive clinical study. It was reported that this patient died. On (B)(6) 2021, the subject was enrolled into the proactive study and treatment with therasphere yttrium-90 microspheres was performed on the same day. Per-treatment imaging documented dose to the total perfused liver was 140 gy and total perfused tumor dosimetry was not determined. Therasphere dose vial 1 was infused to the right liver. Information of the catheter positioning for the therasphere infusion and total activity administered during initial therasphere treatment were not documented. Post treatment dosimetry documented a strong uptake of the delivered dose to total perfused liver was 139.9 gy and to perfused tumor was 138.1 gy. On (B)(6) 2022, 154 days post-index procedure, the subject was diagnosed with very abundant ascites (grade 4). On the same day, the subject was hospitalized for further treatment and evaluation. Medication was given to treat the event. On (B)(6) 2022, 164 days index procedure, the subject passed away. It was further reported that the primary cause of the death was related to ascites. The site also confirmed that the very abundant ascites was the result of tumor progression and not related to therasphere yttrium-90 microspheres.

Event description:
Proactif clinical study. It was reported that this patient died. On (B)(6) 2021, the subject was enrolled into the proactif study and treatment with therasphere yttrium-90 microspheres was performed on the same day. Per-treatment imaging documented dose to the total perfused liver was 140 gy and total perfused tumor dosimetry was not determined. Therasphere dose vial 1 was infused to the right liver. Information of the catheter positioning for the therasphere infusion and total activity administered during initial therasphere treatment were not documented. Post treatment dosimetry documented a strong uptake of the delivered dose to total perfused liver was 139.9 gy and to perfused tumor was 138.1 gy. On (B)(6) 2022, 154 days post-index procedure, the subject was diagnosed with very abundant ascites (grade 4). On the same day, the subject was hospitalized for further treatment and evaluation. Medication was given to treat the event. On (B)(6) 2022, 164 days index procedure, the subject passed away.

Manufacturer narrative:
D3: manufacturer address 1:(B)(4). G1: MFR site address 1: (B)(4). G1: MFR site zip/post code: (B)(4).